Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-03478, 2938836-2019-03479. It was reported that when the patient presented in clinic for the device change, twiddler's syndrome was observed. Noise on ra and rv leads was also noted. The device was replaced and set to vvi mode. The rv lead was capped and replaced on (B)(6) 2019.